Event description:
A 70 y/o male patient had a bilateral l2-l3, l3-4 mild procedure on (B)(6) 2024. It was reported by the physician to a company representative on 7/30/2024 that the patient had gone to the emergency room with an epidural bleed after retaking blood thinners on (B)(6). Patient received a CT scan to confirm an epidural hematoma and a laminectomy was performed. The patient had previously been on blood thinners (eliquis) for a-fib and no stop date was reported. It was reported that the procedure was performed in accordance with physician training and that there was nothing unusual about the patients' anatomy. There was nothing reported on the patient's current condition.